Manufacturer narrative:
The cause of the questioned elevated pt results on the (B)(6) 2016 sample on the ca-620 instrument is unknown. Confirmation was not possible as samples were not provided for siemens investigation. The complaint could not be confirmed internally. It is unclear if any results obtained with the innovin reagent are incorrect as the time of sample draws relative to prior (B)(6) 2016 patient treatment with fresh frozen plasma and vitamin k on the prior day is unclear. The results with the innovin reagent were repeatable. The elevated results may be due to patient specific peculiarities or sample integrity or handling issues. Higher inr values relative to alternate methodologies is addressed in the dade innnovin instructions for use (IFU). It is noted in the limitations of procedure section: "there are no other clotting factors in recombinant human tissue factor. Factor assay curves using dade® innovin® reagent may therefore give longer clotting times at the lowest levels of the deficient factor than with other reagents. This may result in clotting times greater than 100 seconds for low factor levels in factor assay curves." Additionally, in the interfering substances section of the IFU it is stated: "many commonly administered drugs may affect the results obtained in prothrombin time testing. This should be kept in mind especially when unusual or unexpected abnormal results are obtained. Unexpected abnormal results should be followed by additional coagulation studies to determine the source of the abnormality." The instrument and reagent are performing within specifications. No further evaluation of the devices is required.

Event description:
The customer questioned an elevated prothrombin time (pt-inr) result on a patient sample run with the dade innovin reagent on the ca-620 instrument. Lower results were obtained on a subsequent draw run on an alternate, non-siemens methodology on an alternate, non-siemens instrument . There is no indication that patient treatment was altered or prescribed on the basis of the questioned, elevated pt result or the difference in results on the different methodologies. There is no indication of adverse health consequences to the patient on the basis of the questioned, elevated pt result or the difference in results on the different methodologies.